Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) visual examination of package found no evidence of transparent label seal. No evidence of tape or tape residue on the package.

Event description:
It was reported that the device package was not sealed by transparent label seal. The device was not used.